Event description:
During the middle of the stapling, one of the staples misfired and twisted in the stapler jaws. The malformed staple was removed but the stapler would not continue to function. A second device has to be opened to complete the case. No reported pt injury.

Manufacturer narrative:
Device sample not returned to MFR at this time.